Manufacturer narrative:
It was reported that on (B)(6) 2025, the original surgery was performed. The pre-operative measurement showed a height of approximately 27 mm, so a 26 mm xpand was selected. The post-implantation x-ray confirmed that both the depth and height were appropriate, and the spikes were well seated against the superior and inferior endplates. However, about one month later, subsidence was observed, so the implant was removed and replaced with another brand of cage. There was no impact to the patient. The rep was able to provide further detail and stated "no" when asked if the surgical technique for xpand was utilized. They said the lock was not secured properly and due to the angle of insertion the surgeon was unable to get tactile feedback to confirm whether it was locked. The part has not been returned. The DHR was pulled and shows no discrepancies within the lot number provided. The complaint is indeterminate as the root cause of this malfunction cannot be determined from the given information. A risk reconciliation was performed and confirms that the type and frequency of this failure is captured in our latest risk analysis.

Event description:
It was reported that on (B)(6) 2025, the original surgery was performed. The pre-operative measurement showed a height of approximately 27 mm, so a 26 mm xpand was selected. The post-implantation x-ray confirmed that both the depth and height were appropriate, and the spikes were well seated against the superior and inferior endplates. However, about one month later, subsidence was observed, so the implant was removed and replaced with another brand of cage.